Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up and no further troubleshooting was deemed necessary by cts, who closed the case.